Manufacturer narrative:
Device evaluation begun, but not yet completed.

Event description:
It was reported that a cord blood transplantation facility had received a cord blood unit from a cord blood storage center, and that during use of the device to wash the thawed cord blood, the bag seam broke open post centrifugation (400g for 20 minutes at 10 degrees celsius). Upon closer inspection of the implicated set, a slit was detected to the left of the bag hanger (label faced up). Technicians were able to recover 50% of the nucleated cells which were transplanted due to urgent medical need. The reporter contacted the storage facility, which was aware of this type of occurrence having happened at their facility on several different occasions with the involved lot number of device.

Manufacturer narrative:
The involved device was not returned for investigation. Therefore, a direct investigation was not possible. A review of the manufacturing history for the reported lot number revealed that this lot was manufactured according to approved procedures and met all specifications for release, with no noted manufacturing deviations that would have contributed to the reported deviation. Summary: the reported problem could neither be confirmed nor rejected. The cause of the event reported is indeterminate. Unless substantially significant information becomes available, this constitutes a final report.